Event description:
Eleven days post implant, surgical intervention was required to resolve bleeding complication. Bleeding, described as "beads of blood" was observed at two sites on the outflow extension/graft; one under the reinforcement and one distal to the mid-portion of the graft. Thrombin spray, applied to the entire length of the graft, was successful in stopping the bleeding. No further complications have been reported. An attempt will be made to return the graft at the time a donor heart is available and the lvas system is explanted.